Event description:
"Intrusion" of scleral buckling element left eye. Currently no severe visual problems, but high likelihood of retinal detachment or blockage of vision os by scleral buckling element. Surgery done elsewhere 1991.